Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 02-feb-2015: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the adverse event case refers to a usability issue. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a x-ray showed first essure had perforated her tube and was free floating in her abdomen; somewhere near to her rectum/colon. This device was surgically removed. The reported event, regarded as fallopian tube perforation, was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedures (e.g. Hysteroscopy, curettage) including insertion of a fallopian tubal occlusion insert (essure). In this particular case, consumer stated one essure device was deployed but was not seen by the physician; this may suggest that the reported fallopian tube perforation may have occurred during esssure insertion. Given the above mention information and considering the reported event's nature causality with the suspect insert cannot be excluded. This case was regarded as incident due to the reported surgical intervention for essure removal. Additionally the non-serious event the first device was deployed but not seen; then another was deployed same side (regarded as a device use error) was reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on (B)(4)2015 which refers to herself, who had essure (fallopian tube occlusion insert) inserted. Consumer reported that the initial essure implantation was botched; the first device was deployed but not seen; then another was deployed on the same side. The one month dye x-ray showed the first essure had perforated her tube; and was free floating in abdomen; somewhere near her rectum/colon. She was scheduled to have an umbilical hernia fixed after her last child in 2011 and talked that surgeon into helping her gynecologist to remove the first deployed implant. She had to put her foot down and demanded her surgeon to remove the insert that perforated her tube. Consumer also stated she was initially skeptical about the whole essure procedure, she had never heard of these; her gynecologist told her that he had done "a lot" of these; and she requested quantitative and longitudinal reports (which he never gave her). The physician's advice was that she "was too heavy to have any more children" and he pressured her into the implants as her best option; minimally invasive; short recovery for an outpatient procedure. She felt this physician was probably paid or rewarded handsomely; for "recommending" these; all the while; not doing his due diligence in finding out if they were safe for the long run. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a x-ray showed first essure had perforated her tube and was free floating in her abdomen; somewhere near to her rectum/colon. This device was surgically removed. The reported event, regarded as fallopian tube perforation, was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedures (e.g. Hysteroscopy, curettage) including insertion of a fallopian tubal occlusion insert (essure). In this particular case, consumer stated one essure device was deployed but was not seen by the physician; this may suggest that the reported fallopian tube perforation may have occurred during essure insertion. Given the above mention information and considering the reported event's nature causality with the suspect insert cannot be excluded. This case was regarded as incident due to the reported surgical intervention for essure removal additionally the non-serious event the first device was deployed but not seen; then another was deployed same ide (regarded as a device use error) was reported. A product technical analysis is being sought.